Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on during which the surgeon noted the previously placed mesh had developed holes through which the omentum was pushing through, after extensive dissection, the mesh was freed from the facial attachments and divided from the small bowel and small intestines which was intensely involved with the mesh, it had to be resected and removed along with the mesh. It was reported that the patient experienced an unknown event. The patient had a previous mesh implanted on (B)(6) 2005 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/15/2021. Additional information: d1, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.